Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up no anomalies were noted. A chest x-ray revealed that the lead was dislodged. During the lead repositioning procedure on (B)(6) 2016, the physician attempted to disconnect to the lead from the pulse generator using a torque wrench, but the set screw did not rotate properly and could not be loosened. The physician used the torque wrench bundled with new device, the lead was loosened and inserted into the new pulse generator with no issues. There were no adverse consequences to the patient.